Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. H6: investigation findings - 3211 is based upon evaluation of user facility information and the returned sample; 213 is based upon evaluation of the dimensional analysis and functional testing one 6fr angio-seal device was returned for product evaluation. The returned device included the arteriotomy locator. There was no blood-like substance on the returned device. The arteriotomy locator was subjected to visual analysis. There was a kink observed at the inlet holes. The was no blockage at the inlet and outlet holes. No other visual anomalies were observed. Dimensional analysis was performed on the inlet and outlet holes. The inlet hole ID was found to be 0.054" which is within specification of 0.056" +/- 0.002". The outlet hole ID was found to be 0.023" which is within specification of 0.022" +/- 0.003". All measurements were found to be within the specifications defined in the engineering drawings active at the time of manufacturing. Functional testing was performed on the arteriotomy locator. A syringe was used to flush the arteriotomy locator and flow was confirmed from the outlet hole and proximal end of the locator. A guidewire was then passed through the locator into the syringe and the flushing was performed again. Flow was confirmed from the outlet hole. No functional anomalies were observed. The complaint could not be confirmed. The exact root cause could not be determined. The DHR review determined that the device was released in a conforming state. There is no indication that any manufacturing errors led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided . Ethnicity - requested, not provided. Race - requested, not provided. Explanted date - device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, investigation conclusions code 11 has been referenced. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal locator was inserted into the insertion sheath and the assembly was inserted into the artery. The backflow of blood was not observed from the drip hole but was observed at the proximal part of the insertion sheath, which is the portion connected to the locator. The angio-seal device was used without replacement, and the hemostasis was successfully achieved. There was no health damage to the patient. The estimated blood loss was less 250cc's. According to the physician, there was no backflow of blood from the dip hole at all and blood leaked from the proximal part of the insertion sheath was in conjunction with the heartbeat, which means that the dip hole at the tip of the assembly was properly positioned in the arterial lumen. The backflow of blood just simply did flow out from the dip hole. A silverway guidewire (0.035, asahi intecc), was used without problem as usual. The procedure before deploying the device was coiling. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site and the vessel diameter are unknown. There was no patient injury, medical/surgical intervention required.